Event description:
Information received notes that the patient presented with lightheadedness. Interrogation revealed that the device was in back-up mode. A software download was successful. About three weeks later, the patient felt symptoms associated with single chamber pacing. The device had reverted to back-up mode. The patient worked at a power company, and possibly exposed to emi sources. Although a software download successfully restored ddd function, the device was replaced.